Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing revealed a defective downstream occlusion (dso) sensor. The dso sensor was replaced.

Event description:
Device analysis revealed a defective downstream occlusion (dso) sensor. It is unknown if there was patient involvement. There was no patient involvement.